Event description:
Same case as #6000093-2005-00716, 00717 it was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred, balloon removal difficulty and a broken shaft occurred. A taxus express2 2.75x32mm drug eluting stent was being used to treat a dissection of the left main (lm) into the circumflex (cx) artery that occurred during predilation with a 2.5mm maverick2 balloon. The taxus stent was unable to move around the bend in the lm. The physician was about 3/4 of the way into the cx and still in the lm, but the stent would not advance any further. The physician decided to deploy the stent at that point. He had intended to go distally into the cx, but could not reach the target area. The balloon was completely deflated but the physician experienced extreme difficulty removing the balloon from the stent. It was not clear if he thought the balloon was stuck to the stent. He pulled on the balloon catheter. The catheter started to stretch. A second wire was placed beside the taxus delivery balloon and both were removed as a single unit. The physician stated that an atheroma was on the balloon. He then tried to place a taxus express2 2.5x24mm drug eluting stent in the distal cx. This stent was also unable to advance past the same bend in the lm. The proximal end of the shaft broke outside of the patient. The catheter was completely removed. The physician then tried to place a taxus express2 2.5x20 but was unable to cross. The procedure was completed with the placement of a taxus express 2.5x12mm drug eluting stent. No patient complications were reported. Patient status is satisfactory.